Manufacturer narrative:
Section e: initial reporter details unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a medtronic representative regarding a driver noticed during servicing and cleaning up. It was reported that the driver was broken. There was no patient involved in the event. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis part# 873-009 ; lot# ba000187- visual and optical inspection confirmed that the hex of the driver has been stripped due to torsional overload. H6: updated eval. Code method and eval. Code result post analysis updated annex f code post analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.